Event description:
It was reported that during the procedure to treat a non-calcified lesion in an left circumflex coronary artery, while an intravascular ultrasound (ivus) catheter was advanced over a whisper ls guide wire toward the lesion without resistance and with no force applied, manipulation of the guide wire felt unusual; thus, the guide wire and ivus removed from the anatomy as a single unit without resistance and with no force applied. After withdrawal, it was noted that the guide wire had separated; it is not known when during the procedure that the separation occurred. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The unusual feeling (irregular texture) was unable to be replicated in a testing environment as it was based on circumstances of the procedure. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The guide wire was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.